Event description:
It was reported that bd unknown - lvp pump set leaked. The following information was provided by the initial reporter: (B)(6) 2024 customer response any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No patient harm or adverse event.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a leak at the distal port. One sample possible model 2426-0007 or 2426-0050 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed at the top of the distal smartsite. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, there is a vision system installed to detect this type of failure mode and it is not known if the defect came from the manufacturing site. A device history record review for possible model 2420-0007 lot number 23113126, 23113128, 23113129 and 23113133 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No lot numbers were found for the possible model 2426-0050